Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Additional information has been requested on how stent detachment occurred, however no response was received from the customer. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the mid-shaft section found one midshaft kink at 95mm proximal from the port exit site. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After pre-dilation was performed in the distal rca using a balloon catheter, a 2.25x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but it would not cross lesion. It was decided to perform more dilation to the lesion. The device was pulled back into the guide catheter and then through a non- bsc tuohy. The non-bsc tuohy is spring loaded and had not been depressed all the way. As the stent was removed outside the patient it became stuck on the tuohy and became elongated and stretched due to the tuohy not being opened up enough. The physician removed everything and the area was pre-dilated again. Another 2.25x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After pre-dilation was performed in the distal rca using a balloon catheter, a 2.25x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but it would not cross lesion. It was decided to perform more dilation to the lesion. The device was pulled back into the guide catheter and then through a non- bsc tuohy. The non-bsc tuohy is spring loaded and had not been depressed all the way. As the stent was removed outside the patient it became stuck on the tuohy and became elongated and stretched due to the tuohy not being opened up enough. The physician removed everything and the area was pre-dilated again. Another 2.25x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion and the procedure was completed. No patient complications were reported.